Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient missed a refill. The patient was throwing up, was in withdrawal, could not keep food down, was dehydrated, had stomach cramps, was shaky, had no energy and lost a lot of weight. The patient¿s doctor was no longer working with pumps and the patient could not find a doctor to ¿take it out¿. As of (B)(6) 2009, the patient had heard an alarm for over one month. Telemetry had not yet been performed. It was later reported that the patient could not find a doctor to fill the pump. It was later reported that, as of (B)(6) 2010, the pump had been empty for a month and a half. The patient was still in withdrawals at this time. The patient was on oral medication, but they were running out and no one would refill her prescriptions. It was later reported that the patient located a doctor that would manager her pump, but she could not start seeing him until (B)(6) 2010. The patient put in a request to be seen earlier and was currently waiting for his response. The patient had been experiencing withdrawal episodes wince (B)(6) 2009 and had been going to the hospital since her pump healthcare provider (hcp) retired. It was later reported that the pump had been alarming every day since 2008. The patient¿s pump had not been ¿looked at¿ by a doctor since 2008.